Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(4) has been listed in sections as the (B)(4) manufacturing site. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and/or not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a 50 ml bd¿ syringe with 18g needle, the device was found with a cracked tip. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: sbdm investigated the complaint sample, cracked barrel tip of syringe 50ml 18g x 1-1/2. Sbdm checked the same model house samples as of the complaint sample, there was no case of cracked or damaged barrel tip. Based on the leak test result of the complaint sample, sbdm found that there was leakage in tip part. When sbdm checked manufacturing record and inspection report of 50ml syringe, there is no abnormality found. When inspected visually, sbdm suppose that the syringe barrel tip may be cracked by physical impact. Likely root cause is that when the complaint syringe barrel was injected from the mold and dropped down to the floor upon molding injection process, the barrel tip (weak part) may be cracked and processed to assembly conveyor & packing line with damaged condition. A review of the device history record could not be performed as a lot number was not provided for this incident.